Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: review of the device logs revealed an increased intra-peritoneal volume (iipv). During investigation it was revealed that the device was used for training demonstrations only and not for patient use, therefore, the iipv did not actually occur. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv. The cause was determined to be insufficient drain / inappropriate set of the minimum drain volume percent. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2009 during drain cycle 9. The patient's ultrafiltration reading was 183ml, indicating the home patient (hp) drained 183ml more than their programmed fill volume of 200ml. This information meets iipv criteria. Product surveillance contacted the nurse on 04/14/2011. According to the nurse she does not recall this device or what patient was on it at the time of the iipv event that was identified during evaluation. The nurse has no patient information. No further information is available.